Event description:
It was reported that fifteen (15) minicap transfer sets had particulate matter inside the product line. This was observed before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the actual devices were not available; however fifteen (15) photographs of the samples were provided for evaluation. Seven photographs were reviewed and showed unknown black, thin, and round particulate matter (pm) outside the fluid pathway inside the pouch. Due to the quality of the photos it is unknown if the particulate matter was loose or embedded. Seven photographs were reviewed and the analysis was unable to confirm nor refute the reported particulate matter. One photograph was reviewed and showed loose, black, and thin particulate matter outside the fluid pathway inside the pouch. The particulate matter source was known as an extrinsic particulate matter that is an additive, foreign, and not part of the formulation, package or assembly process. The particulate matter was identified by quality and manufacturing to be known as hair. The cause of the particulate matter was determined to be manufacturing related, that occurred during manual assembly. As there is no breach in the sterile pathway, there is no risk of contamination and/or infection of the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.